Manufacturer narrative:
Concomitant product: 407652 lead, implanted: (B)(6) 2011; 694765 lead, implanted: (B)(6) 2002.

Event description:
It was reported there was suspected loss of left ventricular (lv) lead capture and high threshold. The lead remains in use and no intervention was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.